Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The screw breakage in this case probably caused by the excessive force applied to the position of the screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: <warning and precaution> 1. Important basic precautions (3)when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. <adverse events> fracture this report is being submitted as a medical device report is an abundance of caution.

Event description:
Since the acl(anterior cruciate ligament) reconstructed on five years ago was ruptured, the acl revision surgery (reoperative procedure) was performed. During the revision surgery, the screws were broken, but the operation was completed using another screws. At that time, this product which was implanted was removed.